Event description:
New information received notes that the device was implanted on 17 apr 2016. The system was MRI conditional.

Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. The cause of the bvvi mode was due to a magnetic resonance imaging scan. Corrective programming changes were made to restore the device. No patient consequences were reported.